Event description:
It was reported during an unknown procedure that the clips would not advance. Another like device was used. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. The antiback up mechanism was found to be damaged. Upon disassembly of the instrument, the antibackup teeth were noted to be worn out and the feedbar damaged. However, while we were unable to re-create the reported event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.